Event description:
User stated he ran about 90 samples and later got a call from one of their clients complaining of low sodium results. The only example given, was one pt sample that was first 126 mmol/l and repeated at 134 mmol/l. They repeated that batch of twelve samples, but do not have the results. It was noted that many of the ob results had been in the 120s. It is unk if any pts were adversely affected. The field service representative was unable to determine a cause. He noted he checked the ise air mix and dry pressures, inspected the mix tower o-rings and primed the ise system. Performance tests were performed, which were within specifications.